Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
We checked the returned unit and confirmed that the air tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air tube. In addition, we confirmed that the air nozzle sharp, the water nozzle sharp, the angulation-down angulation excess wire play, the angulation-left angulation excess wire play, the angulation-right angulation excess wire play, and the angulation-up angulation excess wire play; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.